Manufacturer narrative:
Investigation: visual inspection: calcified deposits on the outer housing and the catheter between the valves were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 valve was tested and is not adjustable throughout the normal range. The valve is adjustable between 5 and 7 cmh2o. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Neither valve is operating within acceptable tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Calcified deposits on the outer housing and the catheter between the valves were observed. Next, we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable. Their opening pressures were operating not within the specifications. The opening pressure of both valves were significantly lower than expected, indicating a tendency towards over-drainage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve was not adjustable to all settings. The brake functionality was fully operational, however due to the non- adjustability of the valve, it was not possible to measure the brake force. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we confirm that the shuntsystem was operating in an over-drainage state and the non- adjustability of the progav 2.0 at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a progav 2.0 shuntsytsem. The surgeon suspected that the system operates in overdrianage and the progav 2.0 is not adjustable. Patient information: (B)(6). Date of implantation: (B)(6) 2015. Date of removal: (B)(6) 2020.